Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose (bg) level was 182 mg/dl. A pump evaluation was performed and confirmed the pump was in working condition.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.